Event description:
It was reported that devices were used during a laparoscopic gynecology procedure. The trocars moved up and down with the abdominal cavity. The trocar end comes up into the tissue and the holes at the end of the trocar seep co2. Case completed with same devices. There was extended or time and two days in the hosp.